Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Adverse events that may be associated with the use of the vad system, other than death, include thrombus. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
It was reported from (B)(6) by the staff that the "patient came in (B)(6) with high power alarms, with pump activity and parameters normal, hct45, ldh 680, inr 1,8. Patient received intravenous heparin to ptt 70sec. One day later he showed tea colored urine, watts between 4-5, flow jumped from 5 to 7, inr 2,25 that day, and ldh 980. Heparin received from (B)(6) , on (B)(6) he received single shot of 10mg tpa, 10 minutes later second shot of 10mg (flow >10l, watt 5-8 that time), 30mg tpa were given in between following 4 hours as a continuous infusion. Site is suspecting a thrombus in the left ventricle, which was not to see in the echo, but ldh decreased to 593, inr is 2,28 after lysis. It was reported the site is not suspecting device relation as patient came in with inr below recommended range. Pump remains implanted. No further information available at this time, investigation is in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The lvad pump remains implanted and will not be returned to the manufacturer for evaluation. The patient received treatment for suspected thrombus. Inr values were stabilized after the lysis and the patient is currently doing fine. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via the log files, which revealed multiple 'high watts' alarms. It was stated by the treating facility that the patient's inr was below the therapeutic level which may have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.